Event description:
Per patient report, he had a seizure and fell to the ground. The patient reported he had pain in his back after fall. It is not known if the fall caused the lead battery connection to be disrupted.======================manufacturer response for spinal cord stimulator, medtronic (per site reporter).======================the battery lead was returned to the medtronic representative for evaluation.